Event description:
The patient underwent an orif of a distal radius, right wrist on (B)(6) 2013. After reducing the fracture and implanting the plate, the surgeon attempted to put in a variable angle locking screw but it would not thread. The surgeon attempted to implant four additional screws into the same hole without success. He then took the plate off and put a new plate on with a new variable angle locking screw without issue. The remainder of the screws were implanted without any. Surgery was prolonged approximately 10 minutes. This report is 1 of 5 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Additional narrative: pd event evaluation: the shafts of all 4 screws passed through each of the intended holes of the returned 04.111.630 plate. Investigator was able to engage each of the va locking screw heads into the plate holes as intended. No evidence of screw not fitting with other parts as indicated in the original complaint. It is likely that incorrect screw angulation due to improper use of drill guide was a contributing factor. One of the six threaded locking bores is damaged. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Manufacturing evaluation: the functional test on the undamaged threaded locking bores was performed successfully; the present 2.4 variable angle locking screws could be locked and unlocked in the plate as intended. Device was used for treatment, not diagnosis.